Event description:
A customer reported receiving a minimum fill notification, but further details were limited as the customer declined to provide specific information and had a challenging interaction with technical support. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to add insulin to the current cartridge and reload it, despite the customer's frustration and refusal to provide precise details about the insulin amounts used. The call concluded with unresolved issues due to the customer's dissatisfaction.